Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in person for regular follow-up. Review of electrocardiograms revealed episodes of right ventricular lead noise. Noise was reproducible when patient put left arm across chest. The patient is not pacemaker dependent, no intervention was performed. Patient was in stable condition and would continue to be monitored.